Event description:
Reported event: thumb advancer resistance. Time of reported event: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during step 3 (sheath splitting) the operator felt resistance while advancing the thumb advancer as the clip delivery tube became stuck in the exchange sheath. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.